Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A family member of a patient with an external neurostimulator (ens) for trial stimulation reported a return of symptoms following a fall in which the patient landed on the ens/lead area. The patient also was not able to connect with the ens as the controller is showing depleted ens battery. The patient does not feel stimulation and planned to follow-up with her healthcare provider. The family member noted that the patient was scheduled for permanent implant on (B)(6). Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.